Event description:
During a pph procedure, the surgeon was closing stapler the indicator stayed in fixed position. The staples released but were malformed. The procedure was completed by using circumferencial sutures. There was no patient consequence.